Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 30 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 9611594-2019-00096 for the first report. Refer to 9611594-2019-00114 for the second report. It was reported on 25-apr-2019 that "the 'blue' hub/connector on the end of the subglottic et [endotracheal] tube which connects the subglottic et tube to the ventilator comes loose/apart, therefore breaking the circuit." Additional information received on 30-apr-2019 indicated there was no direct patient injury that the user facility is aware of. The user facility stated that "many" of the reported model code have been affected. Lot numbers are unknown. The user facility stated "we will ask therapists to keep the packaging moving forward so we can try and get lot numbers."